Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. Pump immediately alarmed a pump error 38 during rewind, but then open book appeared as pump rebooted. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, and self test due to reoccurring open book image. Test p-cap and reservoir locked properly into the reservoir compartment, however, a cracked retainer ring was noted during visual inspection. Successfully utilized crest and thus to download history files, traces and comlink3 files. Pump alarmed 9 pump error 38 alarms on the event date of 07/10/2023 at 03:39:21.000, 03:39:47.000, 03:41:04.000, 03:42:15.000, 03:42:43.000, 03:43:38.000, 03:52:08.000, 04:02:25.000, and 04:09:28.000. Pump alarmed 6 pump error 43 alarms on the event date of 07/10/2023 at 03:23:50.000, 03:25:24.000, 03:25:57.000, 03:47:20.000, 03:59:58.000, and 04:27:28.000. Critical pump error (open book image) alarm confirmed and was triggered by a pump error 35 fatal alarm confirmed in the history files during testing on 08/18/2023 at 11:49:34.000. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, battery cap contact missing, cracked case, scratched case, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, broken battery tube threads, pillowing keypad overlay, label damage, and cracked retainer. Pump error 38 was confirmed during testing due to moisture damage on the motor home switch. Pump error 43 was confirmed in the pump history files and traces due to moisture damage on the motor. Critical pump error (open book image) alarm confirmed due to pump error 35. Pump error 35 alarm confirmed due to moisture damage on the force sensor. Moisture damage was confirmed found on the electronic assembly, motor, force sensor, and battery tube. Battery cap contact missing was confirmed during visual inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a "no motor movement or negligible movement, retries to free a stuck motor failed" (pump error 38 alarm) and also received a "an error in the motor was detected by reading unexpected value from hall sensor" (pump error 43). Also, the customer has received a clear retainer ring notification. No harm requiring medical intervention was reported. Troubleshooting was performed. Customer can able to clear the alarm and unable to complete the rewind. The customer will discontinue using the insulin pump and it will be returned for analysis.